Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor siltex round moderate profile 300cc saline breast implant, catalog # 3542645, lot # 137053. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 300cc and experienced deflation on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 5/8/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices on 4/22/2019: (left) 405cc mentor memorygel breast implant catalog: smpx405 lot: 7585491 sn: (B)(4) and (right) 405cc mentor memorygel breast implant catalog: smpx405 lot: 7620553 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/17/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a parallel lines of shell wear were observed on the anterior aspect, suggesting in-vivo folding or creasing of the device.since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The reported complaint was not confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).